Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was lack of pain relief and patient was not getting good coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional . It was reported that the patient was seen on (B)(6) and his scs was reprogrammed. Nothing abnormal was noted with any of the electrodes or any of the other system components. Hcp office had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient is "having a lot of problems with his stimulator". The patient met with manufacturing representative (rep) 3 times in the past month for reprogramming because the stimulation "keeps going on and off". The patient said at first the issue was on the left side and then it went to the right side and now it is back to his left leg. Patient mentioned his left side has the most pain. The patient said it seems to change with positional body movement. Patient said the reps didn't find any issues with the leads when they checked to see if they were broken.the patient said it's been nothing but a nightmare and he is frustrated that he's had to spend hundreds of dollars in co-pays just because the device has been malfunctioning. No falls or trauma were reported. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that stimulation was cutting in and out and when it came back on it was too strong and it happened in certain positions. It was noted that impedances on 0-7 were showing as greater than 10k and they couldn't test any higher because the patient was only on .95v. The representative was going to try to reprogram and take 0-7 out of programming.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that as of (B)(6) every time they move the intensity jumps around a lot to the point where it is zapping. The patient stated that they have no idea why this started. The patient stated that they will be just sitting in the chair and if they move the amplitude changes. The patient further stated that they were just standing when it all of a sudden shot very high. The patient turned the device off and tried again and it was still erratic. The issue is related to body movements. The patient stated that the device is on, and they do not have adaptive stimulation on. The patient was forwarded to the healthcare provider (hcp) to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, (B)(4), implanted: (B)(6)2016 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the impedance being over 10 ,000 ohms was not known. The rep reported that they were unable to program around the open circuits and had the patient turn stimulation off. The rep reported that the other functioning lead was not giving coverage that the patient needed or wanted and this was the reason for turning stimulation off. The rep reported that the healthcare provider (hcp) was made aware of the open circuits and discussed a revision with the patient who was not interested in additional surgery at this time. No further complications were reported.

Manufacturer narrative:
Analysis of product ID#: 97714, found stim ins/battery/reduced capacity due to overdischarge. Analysis finding of product ID# 977c165 found stim lead/ body/ conductor/broken/anchor site unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient had an ins and lead replacement on the day of the report. It was noted that the replacement was due to high impedances on the lead. The rep indicated that the ins was replaced as an upgrade since they were replacing the lead anyway. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's weight at the time of the event was (B)(6) lbs. The device was reprogrammed due to a malfunctioning electrode. The issue was somewhat resolved but did not work as well as it used to. No further complications were reported/anticipated.